Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with physioneal, unspecified product therapy for peritoneal dialysis (pd). From (B)(6) 2011 through (B)(6) 2011, the patient was treated with vancomycin ip 2000mg "1x" and fortum (ceftazidim) 125mg/liter dialysis fluid "24x." The outcome of the peritonitis was "unknown and ongoing." Upon discontinuation of physioneal on an unreported date, it was reported as unknown whether the patient improved and it was also reported that the patient did not improve. It was unknown whether the peritonitis recurred with reintroduction of physioneal. The reporter believed there was no root cause for the sterile peritonitis. Physioneal was ongoing. The nurse believed the event of sterile peritonitis was related to physioneal, unspecified product.